Manufacturer narrative:
A specific cause for the report of driveline infection and a correlation to the device could not be conclusively determined. The patient remains ongoing on pump support with no further reported issues. The instructions for use lists driveline infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
Additional information: information received from the clinical consultant on 07/13/2016 stating that the patient is currently being seen at the implanting center regularly and the patient is being actively monitored by an infectious disease doctor. The patient is on long term antibiotics for his driveline infection. It was also stated that while the infection has improved from when the patient required hospitalization, the patient is still being treated and being monitored.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 2 months. The pump remains in use supporting the patient. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transferred from an outlying hospital ER to an lvad implanting center on (B)(6) 2015 for surgical debridement of the driveline due to an infection. On (B)(6) 2015, the patient was discharged back to the care of the physicians at the outlying hospital. No additional information was provided.